Event description:
It was reported that (3) devices were used during a radical prostatectomy. It was reported by the rep the surgeon tried to fire an ez45g stapler across the dorsal vein complex. The stapler locked on tissue, was examined for correct placement, and then fired. The firing lever made a popping noise and did not feel like normal. When opened the stapler did not cut or form staples. Attempted this with (2) more new staplers and all of the same lot number. After (3) unsuccessful attempts, he reverted to dissecting by hand and trying to complete the procedure. There was an extended or time of 30-45 mins.